Manufacturer narrative:
Corrected fields: implant date.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported. This lead remains in service.